Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and myocardial infarction are listed in the xience alpine instructions for use, as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3.0x18 mm xience alpine device referenced was filed under medwatch report #2024168-2018-09032.

Event description:
It was reported that on (B)(6) 2018 one 2.25x15 mm xience alpine stent was implanted in the proximal left anterior descending coronary artery and one 3.0x18 mm xience alpine stent was implanted in the distal left circumflex coronary artery. The patient was compliant with the dual antiplatelet therapy, but clopidogrel was discontinued by the physician at the 3 month assessment. On (B)(6) 2018 the patient had angina that lasted a day and a half. This was diagnosed as a non st elevation myocardial infarction. Long acting nitrates were administered and brilinta was prescribed. The condition resolved on (B)(6) 2018. The physician suspected that the myocardial infarction may be related to an unknown device deficiency of the xience alpine stents. A coronary angiogram was not performed. No additional information was provided.